Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, while stapling the artery, the stapler, with its loading unit, was unable to fire, although the surgeon was able to squeeze the handle. The jaws had also locked on tissue. The device was changed to complete the procedure. The patient had incurred a hematoma on the wall of the artery.